Event description:
The customer stated that a false positive architect troponin-I result of 0.38 ng/ml was generated for a female patient. The patient was redrawn and tested on a different architect analyzer and the result was negative at 0.00 ng/ml. Approximately three hours later, the first sample was retested on the same analyzer generating a positive result of 0.73 ng/ml and tested on the other analyzer generating a negative result of 0.00 ng/ml. The customer stated that the negative results fit the clinical picture. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No patient sample was provided by the customer for investigation. Accuracy testing was completed for architect stat troponin-I reagent lot 45004un12 using abbott retained kits. Acceptance criteria was met, which indicates acceptable product performance. Panel testing demonstrated that architect stat troponin-I reagent lot 45004un12 performs per specification. The patient sample produced acceptable results when tested on an alternate architect instrument with the same architect stat troponin-I reagent lot. A review of labeling concluded that the issue is sufficiently addressed. Based on the evaluation, no product deficiency was identified.